Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when device nurse reviewed a remote follow up transmission, several auto mode switch episodes, high ventricular rate episodes, and noise reversions on both leads were noted. Patient was called into clinic and isometrics were performed. Noise was not reproducible. The p-waves were varying low. Physician elected to make programming change and continue to monitor remotely. Patient did not have any adverse symptoms before, during, or after the check.